Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on the standard infinity skull clamp (a1114a) does not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. The infinity skull clamp (a1114a) was returned for evaluation, and the complaint was confirmed via inspection of the unit. Unit was received with the lock having rotational and lateral movement and a residue buildup was present. The index knob was loose, unit requires replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.